Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a small leak at the bottom of the reservoir. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the.

Manufacturer narrative:
This complaint is related to MDR#: 1828100-2015-00451 and 1828100-2015-00476. The reported complaint was not confirmed. The user facility's biomedical engineer (biomed) saw a puddle of water by the fittings in the back of the cooler heater unit and thought there was a leak, but there was not. The water was there because the tubing was removed and reinstalled causing water to drip in the process. The fsr performed corrective maintenance/inspection and was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.